Event description:
It was reported the pt underwent avr, mvp, and tap on (B)(6), 2011, where a 19 mm sjm regent valve (medwatch report# 2648612-2011-00028) was implanted. At a f/u appointment (date unk), cinefluoroscopy revealed only one of the leaflets was moving. Since aortic regurgitation was not found, the leaflet appeared to be stuck in the closed position. The pt was given medication, but the issue was not resolved. Re-operation was performed on (B)(6), 2011. Intraoperatively, no pannus, thrombus, or tissue was found and the surgeon did not observed any problem with leaflet mobility. Still, the surgeon decided to replace the valve with this 19 mm regent valve and the procedure was uneventful. The pt expired on (B)(6), 2011. The cause of death is unk. Add'l info has been requested.